Event description:
Information received from the field notes that during a post implant follow-up, the patient was found to have diaphragmatic stimulation. A chest x-ray revealed that the atrial lead had dislodged. The lead was repositioned.